Event description:
It was reported to resmed that an astral device was alarming and displayed a safety reset alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an internal battery degraded warning alarm, error messages (sf180) related to a battery charger fault and safety reset alarms raised as per specification due to low internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that internal battery degraded warning alarm was due to battery controller software while sf180 was due to device operating in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The top case, pneumatic block, main circuit board and internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was alarming displayed safety reset alarm. Evaluation of the device confirmed the complaint and also identified that the device displayed an internal battery degraded alarm, white substance contamination and residue to battery and battery compartment, pb assembly, top case, internal chassis assembly and main pcb. There was no patient harm or serious injury reported as a result of this incident.